Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was hospitalized with high blood glucose. Customer's blood glucose is unknown. Customer was calling from the hospital and stated that she had issues before with pulling the tubing and insulin not delivering. Customer stated inquired about returning the insulin pump. Customer stated this time the infusion set seemed to be working and was considering returning the insulin pump. Customer stated she would call back and did not provide further details on the event.